Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/18/2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the valve, the pressure sensor and several stickers to address and correct this reported event. The part was returned to the manufacturer for investigation: it was determined physical damaged resulted in broken wires and contaminations.

Event description:
The customer reported a ventilator with an overpressure error. There was no patient involvement.